Event description:
It was reported that the pump touchscreen was delayed in responding to touch inputs, causing the pump screen to time out at times due to pump not registering the touch inputs. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.